Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads from the same lot number. It was reported the patient's therapy was not providing pain relief. The patient requested the system be explanted. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Correction made to the explant date.

Event description:
Additional information received that the system was not explanted on (B)(6) 2017 but explant has been reported in 1627487-2021-13427, 1627487-2021-13428, 1627487-2021-13429.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's therapy no longer provided pain relief. The patient's system was explanted.